Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top part of the cartridge leaked. Additionally, it was reported that a minimum fill message occurred. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the reported issues.